Event description:
Pt scheduled for conversion to a dual chamber pacing system due to persistent heart failure symptoms and decreased ejection fraction. During surgery it was found that the pt's bipolar atrial lead was found to have a fracture. (Atrial resistance off scale.) On further inspection of the unipolar ventricular lead, it also was found to have visible tear in the insulation. The ventricular lead was amputated and capped. The atrial lead was capped and left in place. The pt's left side was abandoned and a dual chamber system placed on right.